Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician attempted to advance a ruby coil out of the introducer sheath, but there was friction. The physician decided not to push the rest of the ruby coil and removed it. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.